Event description:
It was reported that high impedance was observed at a follow up appointment after the patient's generator was replaced with a new m103 generator. Cervical spine x-ray images were reportedly reviewed and did not indicate an obvious lead break. It was reported that there was no history of high impedance prior to generator replacement. A review of device history records for the m103 generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.

Manufacturer narrative:
Device manufacture date ; corrected data ; initial MDR inadvertently omitted manufacture date.